Event description:
It was reported that shaft break occurred. The patient presented with severe coronary disease of three vessels and was taken for cardiac catheterization. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified left circumflex. A 6 fr guide catheter was advanced and the lesion was pre-dilated with an nc quantum balloon. A 2.25 x 20 mm synergy was introduced and a fracture "about 2 cm from the hypotube" was observed. The device was removed intact and exchanged for an additional synergy stent. The procedure was completed successfully and the patient was reportedly in excellent condition after the procedure.